Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced pericardial effusion. Patient was admitted to the hospital after experiencing chest pain. Device was interrogated with no electrical anomalies or out-of-range measurements observed. Pericardial effusion was addressed and patient was discharged. Patient was stable before, during and after the event.